Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-06: it was reported that the patient is in the hospital and needs an MRI, they mentioned the patient is currently septic. They said the controller wants to go to 100% but when they place the recharger next to the implanted neurostimulator it looks like there are problems and they are losing charge rather than gaining charge. They also said it seems to take quite a while for the controller to find the device in the patient's back. Agent asked when this all started and they said they think it has been going on for a couple months. Agent walked them through passive recharge mode. Patient was not able to get the number to go above 80. They mentioned the controller battery drains when charging. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Patient was going to contact hcp to get in touch with the rep. On 2025-nov-17: additional information was received from the patient. They reported that they had some infection because of the abscess around the implanted device. Patient had their implant removed.